Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and asb pcb assembly were evaluated and ordered for replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.